Event description:
It was reported the smartstitch perfectpasser connector jaw would not open or close properly after the first suture was passed. This led to a surgical delay greater than 30 minutes. The procedure was completed; however, details regarding the devices and/or techniques used were not available. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a review of the device history records found no non-conformances. Additional manufacturer narrative: the patient identifier, age, weight and gender were not available.